Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise that was oversensed by the device and led to pacing inhibition. The noise was reproducible in clinic. It was also noted that the patient was dependent. Programming changes were made. The patient was in stable condition.